Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery system became stuck on the guide wire. The choice pt guide wire was placed in a lesion in an unspecified vessel. A non bsc stent was loaded onto the wire and became stuck while advancing; the stent was unable to advance further than the guide catheter. After a few unsuccessful attempts to remove the stent delivery system, the devices were removed together as a unit. The procedure was completed with another choice pt guide wire and a different non bsc stent. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a posterior cuff miss occurred. The device was removed and a second proglide device was used and an anterior cuff miss occurred. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device #2 - proglide (part #12673-03; lot #890386h), will be filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned plunger found the posterior cuff was missed and this confirmed the reported event. The posterior cuff tabs were bent properly and undisturbed. During the investigation, the plunger was loaded in a proxy device and the push mandrel travel was tested and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.